Event description:
It was reported that the pt's head was caught in between the detectors during the automatic movements phase while being scanned on an infinia hawkeye system. The injury occurred while the pt was lying in supine position in a head holder (optional accessory), which protrudes beyond the edge of the table and it is located between the detectors. Upon transition to "l" mode position, pt's head was caught between the cross bars of each detector. The operator reacted accordingly and stopped the motion via the remote control unit (rcu). The pt suffered a head skin lesion on both upper sides and stitches were needed on the right side of the forehead. A CT scan was immediately done on site to confirm there was no additional injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.